Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported prior to the harvesting procedure, while the patient was in the operating room during surgery. When the delivery device was removed from the main unit after being set in the unit, the hst iii system (3.8mm) seal remained inside the unit. The new heartstring was opened and the procedure was completed successfully. There were no procedural delays. No health hazard to the patient.

Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 04/30/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the seal observed in the loading device body. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000381089 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.